Event description:
In 2010 (exact date not reported), the patient was implanted a dynesys dtl l4-l5 with non-fusion indication. Since the exact implantation date of dynesys dtl was not reported, it will be entered as the first day of the first month of the year reported (2020). In summer 2012 (exact date not reported), a pathfinder nxt was additionally implanted above in the lumbar spine at l1-l2 (independently from the dynesys product). The dynesys dtl was noted to be functioning well at this time and was left in place. In (B)(6) 2013 (exact date not reported), the patient underwent revision surgery, i.e. Two levels of pathfinder nxt were added above and one level added below. At this time. Pathfinder nxt screws and rods were from t11-l3 and dynesys dtl l4-l5. There were again no reported issues with the dynesys dtl. Finally, the patient underwent revision surgery on (B)(6) 2013, due to removal of the pathfinder nxt. At the same time, the dynesys dtl construct was explanted as well despite any issues regarding the dtl system.

Manufacturer narrative:
The patient is enrolled in the (B)(6) study. The manufacturer did not receive devices or other source document for review. X-rays were provided. As no lot numbers were provided for the devices, the device history records could not be reviewed. However, no issues were reported for the dynesys dtl system. The case is reported because the patient is enrolled in clinical study (B)(6). It is reported that the material was removed due to fusion of the segment l4-l5. However, there was no indication for the removal. Should additional information become available and an investigation result be available, that changes this assessment, an amended report will be submitted. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).